Event description:
Boston scientific received information that upon lead interrogation of a non-bsc right ventricular (rv) lead, rv oversensing resulted in non-sustained ventricular tachycardia (nsvt) events. Pacing inhibition of one to two seconds was observed in this pacer dependent patient. The noise was not reproduceable with isometric exercises. A lead and pocket revision procedure was performed. The device was explanted and replaced and the non-bsc rv lead was surgically abandoned as a result of the noise on stored electrograms with pacing inhibition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.